Manufacturer narrative:
Device: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. Results code(s): (operational problem): - visual inspection of the returned product found the lens torn into two pieces. The lens was returned dry and there was evidence of clear surgical residue. Conclusions code(s): (unable to confirm complaint): based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens, 23.0se/+2.0 diopter, and after further testing, the lens was found to not be the right lens for the patient. The lens was removed with no patient injury or any issue with the lens or injection system.

Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review and device history record review, a specific root cause of the event could not be determined. (B)(4).